Event description:
It was reported that this pacemaker was unable to be interrogated due to suspected premature battery depletion. This device remains in service. Device explant is expected at a future date. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated due to suspected premature battery depletion. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device did not have any telemetry or pacing function. The device was then connected to the benchtop tester to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this pacemaker was unable to be interrogated due to suspected premature battery depletion. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.